Manufacturer narrative:
H2: additional information was received. A vendor analysis confirmed the battery fault. The battery, enclosure, and ir windows were replaced and the component functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4) h3, h6: a medtronic representative went to the site to test the equipment. The camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable to this analysis. The camera was returned to the manufacturer for analysis. The returned psu had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent low illuminator current. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .622mm with a passing threshold of .250mm. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a procedure, the system displayed a "localizer faulted" message. Upon checking the network device interface (ndi) toolbox, a bump fault and a temperature fault were found. The probable cause was identified as an internal camera complementary metal oxide semiconductor (cmos) battery issue. There was no patient involved.